Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. On (B)(6) 2026, post the procedure, the catheter was expelled from the patient body. The cuffs were observed to appear papery with no evidence of fibrosis, and the catheter allegedly slipped out on its own. The device was explanted. The current status of the patient is unknown.